Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and no complaint related issues were found. Visual inspection noted that the thread was not damaged and the device exhibited marks. The device passed the required functional control specifications. The investigation determined that there were no device related fault.

Event description:
During trialing for a l4-s1 anterior lumbar interbody fusion (alif) procedure, the synfix trial handle (p/n 389.151) broke off inside the synfix-lr trial spacer (p/n 03.802.018). The surgeon was able to remove the spacer and complete the procedure with no adverse effect to pt. This file is on the synfix -lr trial spacer (p/n 03.802.018). This is report 2 of 2 reports for the same event.